Event description:
Reported, the scrub nurse inspected the valve before implant (whilst washing) and noticed hair on the leaflet. Valve was not implanted and another valve was used instead.

Manufacturer narrative:
Additional manufacturer narrative: a model 23mm aortic valve was returned and evaluated by engineering and chemistry. Two particulates were observed on the inflow aspect of two leaflets and one particulate was in the glutaraldehyde solution. Particulate in glutaraldehyde solution was one black fiber approx 2mm in length. This particulate showed similar absorption characteristics when comparing to delrin like material. Two particulates (particulates a and c), both were brown fibers and approx 1mm in length. Particulate a showed similar absorption characteristics when comparing to protein like material. Particulate c showed similar absorption characteristics when comparing to polyester like material. Rinse procedure per IFU was followed and particulates remained on the valve. No visible inconsistencies observed on valve. Holder was still attached the valve. Based on the evaluation and chemistry report of the returned device, the source of the particulates cannot be conclusively determined. The particulates showed similar absorption characteristics to materials used in the cleanroom. Polyester is a material that can be commonly found in cleanrooms and operating rooms as it is used in clothing particles, particularly in clean room and operating room workwear. Hair and skin can be sources of protein like material. Valves are 100% visually inspected for particulates per procedure. Edwards bioprosthetic heart valves are manufactured under controlled, environments in cleanrooms which meet all industry cleanliness classification requirements in accordance with is014644-1. All personnel, including visitors and contractors, entering or working in edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During manufacture, each valve is visually inspected and functionally tested prior to packaging. These inspection steps check for general appearance and inspect the leaflets under magnification. Subsequently in the preliminary packaging steps, which are performed in a class 10,000 cleanroom under a class 100 hood, the valves and glutaraldehyde solution undergo a 100% inspection for foreign particulates per sterilization and packaging of tissue products procedures. The jar was opened to rinse the valve and the sterility barrier was broken so it cannot be determined when the particulates came into contact with the valve or the glutaraldehyde solution. The DHR was reviewed and there were no related ncrs. Per procedures, no corrective action will be taken. There is no conclusive information to determine when the device was contaminated. The severity for particle contamination not removed is major and the occurrence is remote. Additionally, an IFU is included to instruct proper handling of the valve to avoid contact of the leaflet tissue with foreign particulates.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device evaluation is in process.

Manufacturer narrative:
Complaint of particulate was confirmed. Two particulates were observed on the inflow aspect of two leaflets and one particulate was in the glutaraldehyde solution. Particulates on leaflets were one blue fiber (particulate a), approx 1mm in length, one brown speck (particulate b), less than 1mm in length. Particulate in glutaraldehyde solution was one black fiber (particulate c), approx 2mm in length. No visible inconsistencies observed on valve. Holder was still attached to the valve. (B)(4). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.